Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the procedure was completed successfully. It was reported that no other medical intervention was required. It was further reported that the patient¿s outcome and current status was good. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the air pen drive device stopped before the procedure started. It was further reported that the event occurred intraoperatively, but before use on a patient. There was a sixty minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.